Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of a piece of ear clip broken off was revealed during visual inspection. The ear clip was replaced. Believed customer caused wear and tear of event. Device passed all testing

Event description:
Oracle ro 1086865: found upon review of oracle depot repair broken syringe flange holder (recently serviced on ro 1069112). Additional information received by smiths medical on (B)(6) 2020 via email attached in complaint object: no patient involved, and the date is unknown.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps was evaluated by depot repair and found upon repair a broken syringe flange holder. No patient was involved .